Event description:
We have had four incidents of extra sponges noted on opening sponge count in our or procedures of pre-bundled gauze sponges. They come pre-bundled in defined number of gauze sponges/pack--for instance pack of 10 have had 11 sponges, or pack of 5 have had 6 sponges. We use a vendor to supply custom packs for our or--who we notified and they investigated this and found the issue of mis-counted sponges comes from original/primary vendor.